Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling at the device implant site approximately ten weeks post revision procedure and the addition of an antibacterial absorbable envelope. The pocket was noted to be ¿mushy¿, inflamed and an infection was suspected. Approximately one week later the pocket was reopened, and a liquid puss like substance was observed. Cultures were taken, the entire system was explanted, the pocket was packed and closed. Antibiotic treatment was administered, and a replacement procedure is planned. No further patient complications have been reported as a result of this event.